Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for the revision of the implants. It was reported, patient spent "all day" shoveling snow at his home. Knee became sore then swelled and became red. Dr. Brought patient to operating room to "wash out" joint. The knee appeared to be infected and the poly was removed and a new insert put in after "washout". (Joints put in using mako system.) This was a knee replace using the mako system.